Event description:
It was reported that balloon rupture occurred. The target lesion was located in the aorta. A 40/7/2/100cm equalizer balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. No further patient complications were reported.